Event description:
The following has been reported:biomed reported: constant air in line set ID problem.patient harm: no.a preliminary review identified the following issue: sensor hardware failure (set ID sensor)an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.additional information is needed to complete the investigation.